Manufacturer narrative:
The device was returned to the manufacturer intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with late forming left side seroma, 10cc was sent to pathology for testing.